Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator showed failure and continued to fail after recovery. A field service engineer (fse) reported that the customer experienced repeated failures with the remote manager, although temporary recoveries were possible. The fse tested the remote manager using the hardware test application and observed intermittent failures. The fse replaced and realigned the latch, which resolved the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es remote manager had failed, and the refrigerator showed a failure that persisted even after recovery. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.